Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose value was from 250 mg/dl to 450 mg/dl. The customer current blood glucose as 176 mg/dl. The customer did not provide information about symptoms and treatment. Customer reported that the cannula was not bent. The insulin pump will not be returned for analysis.